Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that during the initial index procedure, there was difficulty delivering a valiant device to the targeted lesion site due to calcification and bending portion of the iliac artery. Attempts were made such as percutaneous transluminal angioplasty, but it was abandoned in the end and the device was discarded. Instead, abdominal aortic graft replacement was urgently performed. Afterward that patient reportedly had a "tenancy of paraplegia." A second surgery was performed and a valiant stent graft was implanted. An endoleak was confirmed near the junction of the proximal end of an abdominal synthetic vessel which required another manufacturer's cuff to be added for as treatment. However, the endoleak did not resolve and open chest surgery was performed, because the patient was suspected to have a graft infection. It was also reported that the patient passed away. It is unknown the causality of the event with the device.